Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Six months ago the implanted ear started to have discharge. This middle ear infection has not responded to treatment; now the electrode array can be seen from the eac. Re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the information received the recipient had a ear infection for which the recipient was under medical treatment, however without improvement. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. It is reported that the electrode is visible from the eac and the device is reportedly not providing sufficient benefit to the recipient, most likely due to post-operative active electrode migration out of cochlea. Re-implantation is being considered, but no surgery date has been communicated. This is a final report.

Event description:
In 2017 the implanted ear started to have discharge. This middle ear infection has not responded to treatment; now the electrode array can be seen from the external ear canal. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are most likely related to the explantation surgery. This finding was expected because according to the recipient report the device was explanted for medical reasons, namely middle ear infection leading to exposure of the active electrode lead. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The recipient had benefitted from the cochlea implant (ci). In 2017, the user developed a middle ear infection which begun to discharge but did not respond to treatment. The electrode array was visible from the external auditory canal. The recipient was explanted and no new device has been implanted. The active electrode array has been left in the cochlea for later re-implantation.